Event description:
Customer was accidently sent an extra pair of laser safety eyewear that was for another product line. Customer used the wrong pair of eyewear with the laser and had an unk degree of eye injury due to laser energy exposure.